Manufacturer narrative:
Date sent to the FDA: 09/04/2009. Knot unraveled. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
Customer reported that a pt presented with an united surgical knot one day following an oral surgical procedure. The suture was explanted and a repair made with silk suture.